Event description:
The customer's father reported via phone call that the customer had a high blood glucose level and the insulin pump would not allow enough bolus to be delivered. Blood glucose level at the time of the incident was 415 mg/dl. The customer's father declined troubleshooting, but was advised on how to increase the device's maximum bolus setting. Blood glucose level at the time of the call was 444 mg/dl. The customer's father will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.